Event description:
The customer received questionable results for glucose hk (glu) on one patient sample. All results are in mg/dl. At 13:01, the initial glu result was 278.6, accompanied by a data flag; which was reported outside of the laboratory. The result was questioned by the "ER" as the "poc" glucose result in the "ER" was around 90. The customer did not have the exact result. The sample was then pulled and repeated on this instrument and at 15:34, generated a repeat result of 87.6. The sample was repeated again on this instrument at 16:02 and generated a result of 89.6. At 16:22, the entire profile was repeated on this instrument and generated a glu result of 88.2. All other assays in the profile recovered similar results. The sample was then repeated on an integra 800 at 15:40, and generated a result of 90.3. The customer deemed the repeat result from the integra 800 to be the correct result. There was no adverse event. The lot number of the glu reagent in use was 68447901, with an expiration date of 09/30/2014. The field service representative could not determine a cause for the issue. The system was operational upon his arrival. He inspected the system fluidics and mechanics. He performed a pipetting accuracy check; the results of which were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided was reviewed and an instrument and reagent issue was ruled out. Additional information was requested, but was not provided by the customer.